Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 132 mg/dl at the time of the call. The customer stated that the numbers were scrolling uncontrollably on the screen of their pump. The customer reinserted the batteries to the pump and received a battery out limit alarm. The customer was assisted with clearing the alarm and the pump functioned as designed. The customer was advised to monitor the issue and to call the help line if there were any other issues. No further information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump was received with normal operating currents and no unexpected battery out limit, low battery or failed battery test alarms noted. The insulin pump had a cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.